Manufacturer narrative:
Method: the product is not available for evaluation, therefore, the device evaluation could not be completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro silicone jaw cracked. This was noticed when the harvester took out the device from the pt's leg, because smoke had been noticed. When the scrub tech went to wipe the jaws, they noticed exposed metal and missing silicone. They looked in the tunnel and were able to retrieve the broken piece of silicone. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.